Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a heavily calcified brachial artery that is 85% stenosed. A 3.0x80mm armada 18 balloon dilatation catheter (bdc) ruptured during the first inflation at 5 atmospheres. An unspecified armada 18 bdc was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported balloon rupture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported complaint appears to be related to operational context. Return device analysis noted a balloon rupture and a tear in the inner member at the same location of the returned device. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the guide wire was inadvertently backloaded at an angle such that the wire punctured the inner member and balloon resulting in the noted tears and subsequently gave the impression of a balloon rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.